Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely. Upon review of the transmission, the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing due to post paced t-wave oversensing. The patient ID not receive therapy during the oversensing episodes. No programming changes were made. The patient would continue to be monitored.